Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced dizziness and difficulty walking and speaking. The cgm reading was 133 mg/dl, and no bg fingerstick was taken. An ambulance was called by a friend from the patient. When a fingerstick was taken by the paramedics, the blood glucose reading was 230 mg/dl. No cgm reading was known from that moment. The patient was treated with intravenous fluids and was brought to the hospital. When a fingerstick was taken at the emergency room (ER), the blood glucose reading was 200 mg/dl. No cgm reading was known from that moment. She was administered baby aspirin and nitroglycerin due to concern for possible cardiac involvement. No specific treatment for diabetes was reported. The patient was discharged after spending more than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced dizziness and difficulty walking and speaking. The cgm reading was 133 mg/dl, and no bg fingerstick was taken. An ambulance was called by a friend from the patient. When a fingerstick was taken by the paramedics, the blood glucose reading was 230 mg/dl. No cgm reading was known from that moment. The patient was treated with intravenous fluids and was brought to the hospital. When a fingerstick was taken at the emergency room (ER), the blood glucose reading was 200 mg/dl. No cgm reading was known from that moment. She was administered baby aspirin and nitroglycerin due to concern for possible cardiac involvement. No specific treatment for diabetes was reported. The patient was discharged after after spending more than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.